Event description:
When the graft was declamped, it leaked an unknown quantity of blood through its walls. The graft became bloodtight on its own after approx 10 minutes. The graft was left in. The pt's condition is ok.